Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the "pump was not working." A roller study would be performed. No symptoms were reported. No further complications were reported.